Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip did not deploy. The physician completed the procedure with another of the same device without any patient complications. Patient is "fine".